Event description:
Boston scientific crm received info that during the implant procedure, difficulty in placing this atrial lead (4136) was experienced. The lead dislodged several times after the helix being deployed. In addition, poor sensing parameters were exhibited despite multiple positions attempted. The lead was removed and replaced with a competitor's lead. The implant procedure was successfully completed and the pt was moved to recovery with satisfactory blood pressure, saturations and the device showing sinus rhythm with biventricular pacing.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the analysis is based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular manufacturing process.